Event description:
The customer reported that the arterial outlet port detached when changing the oxygenator due to leakage at this port. No known impact or consequence to pt. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be provided when the investigation is complete.